Manufacturer narrative:
(B)(4). D10 concomitant medical product - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reading 64 mg/dl while the bg was 400 mg/dl (no symptoms mentioned). The patient replaced his sensor and went to the hospital. At the hospital, the bg was 450 mg/dl. The patient refused to provide further event details, however, the patient mentioned that they were discharged from the hospital on (B)(6) 2025 in the afternoon. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.